Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the service history record. Updated fields: h2, h6, h11 a review of the service history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service team indicates that air water supply had white residue found both sides was found. It was determined that the air water supply needed to be replaced. There was no patient involvement.